Event description:
A customer in the united states reported issues with mic while using; etest&#59395;ceftaroline cpt 32 us. The samples were tested twice on the micro broth dilution method results mic of .5 . There is no evidence/indication of the following: injury or death to a patient, evidence that a patient underwent any unnecessary medical procedure due to the reported event, physician alleging the reported event caused him/her to provide incorrect treatment.

Manufacturer narrative:
A biomérieux investigation was conducted due to a discrepancy with an etest® cpt 32 resistant result (ceftaroline, mic=2mg/l) compared to a micro broth dilution (bmd) susceptible result (mic=0.5mg/l), for a patient with staphylococcus aureus (B)(6). The clsi (clinical and laboratory standards institute) value for mic=2mg/l => intermediate. Information from the clsi m100s 26th edition - table 2c staphylococcus spp.: susceptible </= 2, intermediate = 2, resistant >/= 4. The discrepancy was viewed as minor with an interpretation of intermediate on etest® and susceptible on bmd. The patient isolate was not available for testing as it was discarded by the customer. A quality control test with a retained sample of the customer lot confirmed the conformity of etest® cpt 32. Information provided by the customer might explain the result: - for the (B)(6) strain, suspension medium must be done in saline, not in mueller hinton broth. - for applying the strip on the plate, it's necessary to follow IFU: allow excess moisture to be absorbed for approximately 15 to 20 minutes so that the surface is completely dry before applying the etest gradient strips. - ceftaroline/s. Aureus was evaluate at 16-20 hrs. Of incubation. Further investigation is not possible without testing the customer isolate which is not available.